Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The customer indicted a concern about the high-power lens but there was no problem. The specific concern was not provided. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4). This report was mailed to FDA on: 06/13/2014. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a patient had unexpected outcomes in both eyes. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the left eye.